Event description:
A supply manager reported footswitch failure followed by the system powering down on its own during a vitrectomy procedure. After a 20 minute delay, the surgery was completed using another system.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The host module and footswitch were replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log was unable to confirm the reported footswitch system message as no abnormal activities were observed relating to the footswitch on the date of the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).